Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/01/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/08/2016 with the following findings: investigation revealed that the audio bolus button cover was punctured and the audio bolus button was unresponsive. The bolus button cover was removed and there was no evidence of any damage found to the bolus button contact. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked, the display was dim, faded, and discolored, and there was internal moisture in the pump.